Event description:
Caller indicated the relion micro meter was giving variable readings. Caller claiming that he has been to the ER 4 times, then said 3 times. Mentioned readings of 42, 280 and 3, but no details on timeframe or if these were related to any incident. Claims went to the ER night before and doctor told him not to use the meter. Also stating that the meter and strips are outdated. Controls not used. Replacing product.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.